Event description:
It was reported that post follow-up with the pt revealed infection with dehiscence. The physician cut the suture with medicated ointment. The device remained in the pt. The pt's condition is reported as "fine".